Event description:
A report was received that the patient is still experiencing bleeding at the implant site and mid back region following the implant procedure. The patient picks at the scab and has severe pain. The physician prescribed the patient oral antibiotics. No further course of action will be taken and the patient is doing well.